Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E1 - initial reporter last name unknown. E1 - initial reporter email. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak from the pie red balloon. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation summary: the returned sample was received in used condition and in a plastic bag. The returned sample was visually inspected at 12¿ to 16¿ and normal conditions of illumination according to the inspection procedure (B)(4). During visual inspection no damage or other defects were detected on the sample. A functional leak test was done. The sample failed to stay inflated. The sample was connected to the air equipment and submerged under water to detect any problem in the inflation system. The leak was confirmed in the cuff.